Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported an instance of increased intraperitoneal volume (iipv) during a drain phase approximately two weeks ago, where the patient reportedly drained 3800ml. The patient's prescribed fill volume is 2100ml and the reported drain volume of 3800ml was 181% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records an incident of increased intraperitoneal volume was noted on (B)(6) 2016. The patient remained asymptomatic: drain 0: 74ml, fill 1: 1998ml, drain 1: 2194ml, fill 2: 1999ml, drain 2: 1965ml, fill 3: 1999ml, drain 3: 1476ml, fill 4: 1999ml, drain 4: 3792ml. The reported drain volume of 3792ml was 190% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The cause of the large drain could not be identified.